Event description:
It was reported that, "during the trial, we trialed with a 2 mm offset adapter. We opened the 2 mm offset adapter real implant and could not loosen the jam nut. We opened a 2nd 2 mm offset adapter and could not loosen the jam nut. We implanted the knee without an offset adapter."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.